Manufacturer narrative:
G4:16mar2021. B4:18mar2021. A review of this device's case history indicates that the customer called back to technical support on 18-nov-2020 to request the part number for the power management (pm) printed circuit board assembly (pcba) bracket. A separate call was made on 18-dec-2020, where the customer indicated that the unit was also displaying error codes related to blower stalled and 35 volt supply failure. The customer stated once again, as previously alleged in the initial call, that they replaced the pm and motor controller (mc) pcbas, but the issue persisted. The customer reported to have now replaced the central processing unit (cpu) pcba and requested assistance reinstalling the software options as required after the cpu pcba replacement. The remote service engineer (rse) assisted the customer in reinstalling the options codes. The customer then reported that the unit was still giving the check vent alarms when powered on in ventilation mode and noted that the blower was not running. The customer advised that they were going to install a new pm and mc pcbas at the same time as the rse had previously advised it in the initial call. A good faith effort was made on 30-dec-2020, and the customer confirmed that the unit was repaired by replacing the mc pcba. The replaced cpu pcba was received for internal failure analysis. Visual inspection revealed no anomalies. The diagnostic report retrieved from the cpu pcba reveals the occurrence of error codes related to 35 volt supply failure, auxiliary alarm supply failure, alarm light-emitting diode (led) failure, backup alarm failure, system restart due to anomalies detected during operation, and fan speed error. A failure investigation (fi) technician installed the returned cpu assembly into a fi ventilator, booted the unit in normal operation mode, and checked for alarms and errors. During the unit testing, the fi technician could not verify the customer's complaint. The customer complaint was not duplicated and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
It was reported to philips that the device was giving error code, auxiliary alarm supply failed, when powering the unit on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that an error code was found in the significant event logs and that the power management pcba and motor controller pcba were swapped and still got error code. The customer stated that the motor controller pcba was swapped with a known good motor controller pcba and that the unit smoked from the caps and smelled. The rse advised the customer that the power management pcba and motor controller pcba should be swapped at the same time, and that it is possible that the cpu pcba may be bad also. The customer stated that they did replace both at the same time and was going to replace the power supply to see if that is the problem. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.